Manufacturer narrative:
Based on the claim against the product by the customer noting system shut down mid software update, an investigation is in progress to determine the cause of this reported event. The fse replaced the auxiliary video processor (avp) due to it locked up during programming to p10b, would not allow communication or programming. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer completed the procedure laparoscopically due to system shut down mid software update.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the surgeon was performing a non da vinci portion of the case, found a leak and wanted to redock the system and the customer power cycled the system mid software update. The system powered on with many non-recoverable faults as the technical support engineer (tse) confirmed error 35 and 297 in the logs. Tse informed the customer that the system will need serviced by the field service engineer (fse) and if another system was available, the whole da vinci system will need to be swapped out. There was no reported patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the surgeon had completed lower ant resection. Staff began tearing down tables and putting equipment away. Robot was undraped and first assistant was closing all ports. Upon completing a colonoscopy, the surgeon determined that he was not happy with the resection, and he would need to go back in and take more of lower bowel. With no indication of the surgeon about potentially having to go back in the room started to do normal completion of the case thinking he was finished. The intuitive clinical surgical rep (csr) also had started updating the system with the new software thinking dr. Berglund was indeed done with the case. Once realizing, the system would need to be redocked, the csr tried to stop the update with a power cycle. This in turn interrupted the update and the system was no longer able to function correctly without a field engineer coming to fix the system. Surgeon was able to complete with traditional lap (additional port was placed) and the patient did fine and was discharged from the hospital. The staff did check the system before the procedure with no issues noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci auxiliary video processor (avp) product involved with this complaint to perform failure analysis. The avp board was analyzed and found that the failure could not be reproduced. The printed circuit assembly (pca) technician was unable to reproduce the failure report by installing this board into the pca test system and program with software "a70_p10_b746". The avp board is able to be programmed with the new software p10 without any issues. The complaint regarding not being able to update the software was not confirmed based on failure analysis. The probable root cause of the alleged issues with this avp device cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as no issue was found. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.